Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer wore the pump against their skin and a temperature change had occurred to the pump prior to the occlusion alarm declaring. Blood glucose was 98 mg/dl. A new cartridge was loaded and the pump performed as intended. Additionally, it was reported that the charging cable broke. Reportedly, customer used an alternate cable to charge the pump.